Event description:
Information received does not address the patient's clinical status but notes >2500 ohms bipolar impedance and loss of atrial capture and sensing in both unipolar and bipolar configurations. A chest x-ray noted that the lead appeared to still be in the connector of the pulse generator and there was no apparent fracture of the lead. The device was programmed to vvi. At a subsequent visit, the physician replaced the generator and the leads tested normal.